Event description:
A report was received stated that a child patient had an allergic reaction to the product. The patient has used electric nebulizers before. Shortly after starting to this pardicular product, her face puffed up ad her eyes swelled shut. The girl was taken to the hospital. There have been no other changes in the girl's history or medical treatment other than the nebulizer. Numerous attempts to obtain further details have been unsuccessful. Should further information become available, a follow-up report will be submitted.